Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Noise was also oversensed resulting in inappropriate atrial tachy response (atr) episodes and pacing inhibition. It was reported the patient is pacemaker dependant in the atrium and was experiencing fatigue. Additionally, the patient presented to the hospital due to chest pain. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.